Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was a 100 watt laser with settings of 0.6 joules, 50 hz with total energy of 0.49 kilojoules. According to the complainant, during the procedure and inside the patient, less than one minute of firing the laser, the fiber broke and laser energy misfired causing damage the scope. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the fiber measured approximately 3.1 meters from the top of the connector to the break. The pattern on the distal end of the glass fiber was consistent with a break and there was a burn mark noted at the break. This indicated that the fiber was broken while being used. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a flexiva 200 tractip laser fiber was during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was a 100 watt laser with settings of 0.6 joules, 50 hz with total energy of 0.49 kilojoules. According to the complainant, during the procedure and inside the patient, less than one minute of firing the laser, the fiber broke and laser energy misfired causing damage the scope. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.